Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse has reported that the display is flickering when switching on. The fse checked and found error on display. He further cleaned and reconnected connections of display. Passed all functional checks successfully. Handed over to user in working mode.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check discovered by customer, the cs100 intra-aortic balloon pump (iabp) display is flickering when switched on. There was no patient involvement.